Event description:
Facility alleges blood leak during dialysis. CT reports fiber leak at start of treatment. Ebl 7100cc. Treatment resumed wiwth new dialyzer. No further medical intervention required. 5th use.